Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Additionally, the provided lot 0279546 is invalid for material 367896; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tube there was whole tube push off from the non-patient end of needle. The following information was provided by the initial reporter. The customer stated: "tubes go out from holder during sampling. You have to keep tube there very hard."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tube there was whole tube push off from the non-patient end of needle. The following information was provided by the initial reporter. The customer stated: "tubes go out from holder during sampling. You have to keep tube there very hard."